Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the source stated the patient was noted to have acid reflux by an ent provider which was a new diagnosis. They were concerned that the clopidogrel could be causing the acid reflux.

Event description:
Additional information was received. Diagnostic tests were performed. It was clarified that the adverse event occurred in the post-procedure period.

Manufacturer narrative:
Update b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that a patient treated with a ped2 pipeline, navien58 catheter, and phenom27 catheter had complicatio ns. Status post placement of the 7- french shuttle sheath in the right internal carotid artery shows significant catheter-associated vasospasm. Administered 10 mg of intraarterial verapamil over 10 minutes. No hospitalization. The event resolved on 2024-jul-29. The event had a causal relationship with the procedure. The patient had bad headaches any time they change position.  Baseline aneurysm characteristics: side (hemisphere): right. Segment of internal carotid artery (ica): c4. Location of aneurysm in vessel: sidewall. Aneurysm morphology: saccular. Maximum aneurysm diameter: 10.9 mm. Aneurysm dome height: 11.9 mm. Aneurysm dome width: 9.3 mm. Aneurysm neck size: 6.4 mm. Parent artery diameter distal to aneurysm: 3.5 mm. Parent artery diameter proximal to aneurysm: 4.1 mm. Additional information received that the actions/interventions taken to resolve the headache and vasospasm as previously stated was the administration of 10 mg of intra-arterial verapamil over 10 minutes. The cause of the headache and vasospasm were determined to be related to status post placement of the 7-french shuttle sheath in the right internal carotid artery shows significant catheter-associated vasospasm. Additional information received reported difficult singing and more changes in their voice. No hospitalization r surgical intervention was reported. The patient was recovering/resolving. The site reported an increase of mrs score with subject complaining of voice changes at 6 months. The site confirmed that the subject was intubated.